Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. Visual inspection was performed and observed that the shape of the unit was altered by using a stylet wire. Further examination showed air contained in both cuffs. The stylet was removed and air was removed from each cuff. The stylet was replaced, the cuffs were inflated and the bronchial cuff completely deflated without any issues. However, the tracheal cuff would not completely deflate. The stylet was again removed and both cuffs were inflated and deflated three times without any issues or restrictions observed. The tracheal cuff was found to not completely deflate when testing the tube with the stylet wire present. The customer reported malfunction was verified. All products undergo an inflate deflate test prior to release from the manufacturing facility. At this stage any defects are removed from the lot.

Event description:
It was reported that during prior to use testing, an endobronchial tube cuff did not completely deflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).